Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 452 mg/dl at dinner. The customer took a shot and changed their infusion set. The customer declined troubleshooting. The customer did not return the device for analysis.